Event description:
It was reported that stimulation was turning off. The right side was turning off on its own, the left side had not had this happening. The right implantable neurostimulator (ins) was set high at 10.5v and the left ins was at 10.0v. The patient had the implant for either depression or obsessive compulsive disorder, they were unsure. Off was confirmed with the patient programmer, it was unknown if there was a loss of symptom control as well. The patient had not been looking at charge level when noticing implant was off. It was recommended that the patient look at charge level since it was likely the implant was depleting down and turning off. This had started in spring 2015 in march or april. The patient had to recharge every night. There were no power on resets (por) reported. The patient was still getting good therapy and had been instructed to track her battery quartile level remaining when she noticed the right device was off via the patient programmer. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 64001, lot# n330227, implanted: (B)(6) 2012, product type: adapter; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3387ies, lot# n26680, implanted: (B)(6) 2006, product type: lead; product ID 64001, lot# n330214, implanted: (B)(6) 2012, product type: adapter; product ID 3391s-40, lot# v593922, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).